Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1): a0411 - material protrusion / extrusion (2979). Investigation summary: bd received a photo for investigation, which showed an incorrectly molded tube. A total of 100 retained samples were visually inspected, and no additive abnormalities or molding defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of october 2025, therefore additional testing is not indicated. This complaint has been confirmed for the indicated failure mode molding defect. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. This complaint has not been confirmed for the indicated failure mode clotting. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k3e plus blood collection tubes, an unspecified number of samples exhibited micro clots and 16 tubes had a protrusion in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k3e plus blood collection tubes, an unspecified number of samples exhibited micro clots and 16 tubes had a protrusion in the tube. No adverse impact was reported regarding the patient or user.